Manufacturer narrative:
This report will be amended, when our investigation is complete.

Event description:
It is reported that the patient underwent a positron emission tomography (pet) scan which revealed loosening of the prosthesis.

Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. Review of the device history records for the femoral and tibial components identified no deviations or anomalies. The components were reviewed for compatibility with no issues identified: this device is used for treatment. A product history search identified no other complaints for the part and lot combinations of the femoral and tibial components. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Per the nexgen cr-flex and lps-flex gender solutions package insert, loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.